Event description:
It was reported the electrosurgical generator esg-400 had an e433 (internal hardware error) error code. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/full establishment name: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, display of error code e433, could be identified. The information provided is deemed as plausible with respect to the reported failures. The e433 error message can therefore only be triggered during startup of the device. From a technical point of view, it is not possible that the error message e433 occurs during operation. However, the possible cause for the error message occurs during operation. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: no labeling review available. Olympus will continue to monitor the field performance for this device.